Event description:
The customer reported a blood leak inside the coulter lh 500 hematology analyzer. The customer described the leak as a drop or two inside the front door of the analyzer, which the customer cleaned every three or four days over a period of about a week. The customer did not provide specific dates of occurrence. There was no contact of the leak to open wounds or mucous membranes. The customer was wearing appropriate personal protective equipment. Medical attention was not sought. No erroneous results were generated. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found a hole in the I-beam pinch tubing connected to ff68 at normally closed pinch valve vl21. The fse replaced the tubing which resolved the leak. (B)(4).